Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 not detected on bus. The customer had shut down the station for 5 minutes and powered on back but still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that half height drawer 4.1 was not on the bus, and in the storage space configuration the drawer was missing. In the test software (hta), the entire drawer was also missing. The fse pulled the drawer and found that the retractor band connection to the drawer board was partially unplugged. The fse reseated the cable, and after a reboot the drawer returned. The drawer was tested with the test software, and the customer inventoried the entire drawer 4. The system functioned as intended after the field service engineer repaired the device.